Manufacturer narrative:
(B)(4). D10: item# 816301000; lot# unknown. G2: foreign - event occurred in japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the surgeon discovered a crack in the screw head when the screw was connected to the screwdriver. Subsequently, another device was used to complete the procedure. No surgical delay or patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6i visual examination of the returned product/provided pictures identified signs of use. The hex feature of the screw is damaged and there is some debris near the threads of the screw at the proximal end of the screw. The head of the screw has a crack in it that starts on the ID of the hex feature and continues around the head of the screw to the od of the screw. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Complaint was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.